Manufacturer narrative:
Sanofi company comment dated 31-aug-2018: this case concerns a female patient who received treatment with seprafilm and later underwent surgeries due to mesh-related complications and also had permanent disability and serious injury due to physical pain. The relationship of the event with suspect cannot be denied. However, further information regarding patient¿s current clinical presentation, onset latencies and other risk factors precludes the complete medical case assessment.

Event description:
Mesh-related complications (complication associated with device), (device defective) injured severly and permanently/physical pain. Case narrative: initial information received from united states on 15-aug-2018 regarding an unsolicited valid serious case received from a lawyer. This case involves adult female patient who experienced mesh-related complications and injured severely and permanently/physical pain, while she was using with the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm). The reported lot number of the device was noted to be defective the patients past medical history included incisional hernia. The patient past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2009, the patient started using seprafilm (lot - 08np148, exp date: unknown) for incisional hernia. On (B)(6) 2009, the patient underwent an additional surgery to remove the seprafilm ip, which failed. It was alleged that the patient endured additional surgeries to treat mesh-related complications. The patient was injured severely and permanently and had suffered and would continue to suffer physical pain due to the defective device. Final diagnosis was severely and permanently/ physical pain and mesh-related complications. Corrective treatment: surgery for mesh-related complications; not reported for injured severely and permanently/physical pain. Outcome: not recovered for injured severely and permanently/ physical pain; unknown for mesh-related complications. Seriousness criteria: required intervention and disability for both event. A product technical complaint was initiated and the results for the same were pending.

Manufacturer narrative:
Sanofi company comment dated 01-oct-2018: follow up information does not change previous case assessment. This case concerns a female patient who received treatment with sepramesh ip and later underwent surgeries due to mesh-related complications and also had permanent disability and serious injury due to physical pain. The relationship of the event with suspect cannot be denied. However, further information regarding patient¿s current clinical presentation, onset latencies and other risk factors precludes the complete medical case assessment.

Event description:
Mesh-related complications [complication associated with device] ([device defective]) injured severly and permanently/ physical pain [pain]. Case narrative: upon internal review on 26-nov-2018, suspect product was updated from seprafilm to sepramesh ip and the case was downgraded from valid to non-valid (since the suspect product sepramesh is no longer manufactured by sanofi and is the responsibility of the new marketing authorization holder). Initial information received from united states on 15-aug-2018 regarding an unsolicited non valid serious case received from a lawyer. This case involves an adult female patient who experienced mesh-related complications and injured severely and permanently/ physical pain, while she was using with the use of medical device carboxymethylcellulose, polyglycolic acid, polypropylene, sodium hyaluronate (sepramesh ip) the reported lot number of the device was noted to be defective. The patients past medical history included incisional hernia. The patient past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2009, the patient started using sepramesh ip (lot - 08np148, exp date: 31-may-2010) for incisional hernia. On (B)(6) 2009, the patient underwent an additional surgery to remove the sepramesh ip, which failed. It was alleged that the patient endured additional surgeries to treat mesh-related complications. The patient was injured severely and permanently and had suffered and would continue to suffer physical pain due to the defective device. Final diagnosis was severely and permanently/ physical pain and mesh-related complications. Corrective treatment: surgery for mesh-related complications; not reported for injured severely and permanently/ physical pain outcome: not recovered for injured severely and permanently/ physical pain; unknown for mesh-related complications seriousness criteria: required intervention and disability for both events a product technical complaint was initiated on 21-aug-2018 for sepramesh ip. Batch number: 08np148; global ptc number: (B)(4); bard complaint no. (B)(4); date of sealing: 23-may-08, date of sterilization: 18-may-08, date of expiration: 31-may-10. There was one deviation associated with manufacture of lot b01-sepra-dev-204, which was initiated due to outdoor damper for ahu #1 at 74 nya being closed and no alarm sounding. This was a facilities related deviation and is only associated with this lot, because it was in process at the time in one of the 74nya manufacturing sites. A CAPA was assigned to facilities to get the damper on line with bms alarm system. The lot passed all in-process and final quality assurance inspections with all manufacturing parameters being met and all qc testing attributes being within specifications. Sepramesh was sealed into a plastic tray with tyvek cover which was then sealed into a foil pouch. At the time of lot 08np148's manufacture, all foil pouches were 100% inspected. Foil pouch seal widths were aql inspected by genzyme quality assurance. A reference to bard's raw material specification was added to certificate of analysis at customer request. All three of these changes were later permanently incorporated into sepramesh manufacturing and qa processes. There are 2 additional complaints for lot 08np148. One dated 17aug18, refer to related file from bard (B)(4) (2 of the same device with same product identifiers were implanted in patient). The other dated 05may09, for one 3x6 piece, which displayed a slit through the foil pouch on the non-labeled side at the bottom of the seal on the chevron end. Product was returned. There were no failed inspections and no anomalies noted in the production batch record or qc data review for lot 08np148. Review of coa for 08np148 confirmed that all release test results met required specifications. Review of lot 08np148 sterilization certificate confirmed that lot sterility specifications were met. Additional information received on 01-oct-2018. Investigation summary received and ptc results added. Upon internal review on 26-nov-2018, the following changes were made (since this batch was identified in context of incorrect suspect product): suspect product was updated from seprafilm to sepramesh ip and the case was downgraded from valid to non-valid (since the suspect product sepramesh is no longer manufactured by sanofi and is the responsibility of the new marketing authorization holder).

Manufacturer narrative:
Sanofi company comment dated (B)(6)2018: follow up information does not change previous case assessment. This case concerns a female patient who received treatment with sepramesh and later underwent surgeries due to mesh-related complications and also had permanent disability and serious injury due to physical pain. The relationship of the event with suspect cannot be denied. However, further information regarding patient¿s current clinical presentation, onset latencies and other risk factors precludes the complete medical case assessment.

Event description:
Mesh-related complications [complication associated with device] ([device defective]) injured severly and permanently/ physical pain [pain] case narrative: initial information received from united states on 15-aug-2018 regarding an unsolicited valid serious case received from a lawyer. This case involves adult female patient who experienced mesh-related complications and injured severely and permanently/ physical pain, while she was using with the use of medical device carboxymethylcellulose, polypropylene, sodium hyaluronate [sepramesh]. The reported lot number of the device was noted to be defective the patients past medical history included incisional hernia. The patient past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6), the patient started using sepramesh (lot - 08np148, exp date: 31-may-2010) for incisional hernia. On (B)(6)2009, the patient underwent an additional surgery to remove the seprafilm ip, which failed. It was alleged that the patient endured additional surgeries to treat mesh-related complications. The patient was injured severely and permanently and had suffered and would continue to suffer physical pain due to the defective device. Final diagnosis was severely and permanently/ physical pain and mesh-related complications. Corrective treatment: surgery for mesh-related complications; not reported for injured severely and permanently/ physical pain. Outcome: not recovered for injured severely and permanently/ physical pain; unknown for mesh-related complications. Seriousness criteria: required intervention and disability for both events a product technical complaint was initiated on (B)(6)2018 for sepramesh. Batch number: 08np148 global ptc number: 55170. Bard complaint no. (B)(4), sepramesh lot 08np148, part# 5959-480. Date of sealing: (B)(6)08, date of sterilization: (B)(6)08, date of expiration: 31-may-10. There was one deviation associated with the manufacture of this lot, b01-sepra-dev-204. This deviation was initiated due to the outdoor damper for ahu #1 at 74 nya being closed and no alarm sounding. This was a facilities related deviation and is only associated with this lot of sepramesh because it was in process at the time in one of the 74nya manufacturing suites. A CAPA was assigned to facilities to get the damper on line with the bms alarm system. It was determined that there was no product impact to the sepramesh and the lot was released upon deviation closure. There were no other anomalies associated with the manufacture of this lot. The lot passed all in-process and final product quality assurance inspections with all manufacturing parameters being met and all qc testing attributes being within specification. Sepramesh was sealed into a plastic tray with tyvek cover which is then sealed into a foil pouch. At the time of lot 08np148's manufacture, all foil pouches were 100% inspected. Foil pouch seal widths were aql inspected by genzyme quality assurance. Lastly, a reference to bard's raw material specification was added to the certificate of analysis at customer request. There are two additional complaints for lot 08np148. One dated (B)(6) 2018, refer to related file from bard (B)(4) (two of the same device with the same product identifiers were implanted in the patient). The other dated (B)(6)09, for one 3x6 piece of sepramesh which displayed a half inch slit through the foil pouch on the non-labeled side at the bottom of the seal on the chevron end. The product was returned. Conclusion: there were no failed inspections and no anomalies noted in the production batch record or qc data review for lot 08np148. Review of coa for 08np148 confirmed that all release test results met required specifications. Review of lot 08np148 sterilization certificate confirmed that lot sterility specifications were met. Additional information received on 01-oct-2018. Investigation summary received and ptc results added.